Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2.25 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 3-4 atm for 2-3 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.